Event description:
It was reported that the mpu does not have a v-lock connected on the a/c power cord. And the patient was unsure if there were any environmental circumstances that would have affected the a/c power at the time of the event. No further information provided.

Manufacturer narrative:
Section b5 & h4: additional information. Section h5: corrected information. Manufacturer's investigation conclusion: the mpu (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file shoed 256 events spanning approximately 7 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). On (B)(6) 2019 between 04:21:56 ¿ 04:21:59, a low power hazard alarm was active due to a loss of power to the mpu. The backup battery provided power to the system during this event. The alarm cleared when power was restored to the mpu. Pump operation was not affected. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was currently in our ed complaining of chest and back pain. Upon vad interrogation, it was noted that patient has had multiple pi events and low voltage advisories. During the analysis of the log file we observed on (B)(6) 2019 low power hazard alarms while on the mpu. This is caused by the power cord coming loose from the mpu, the wall outlet, or the patient losing power in the house. If the patient does not have a locking power cord. No further or additional information was provided.